Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The investigation determined the possible causes of the forceps cover glue peeling as follows: 1.) Peeling due to aging or other factors and/or 2.) Peeling due to an external force, such as rubbing during normal use, including reprocessing. The instructions for use contains the following statement: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the forceps cover glue was peeling, likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue).

Event description:
A user facility returned an olympus, gf-uct180 ultrasound gastrovideoscope for repair due to a reported issue of "no flow from the main air/water system." Upon evaluation of the returned device, it was found the forceps cover glue was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.